Manufacturer narrative:
D10 concomitant product: lf1837, blunt tip sealer divider lf1837 (lot#50350123x); vlls10gen, vlls10gen ls series vessel sealing gen (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a sleeve gastrectomy, the handpiece had no coagulation. The generator was changed from forcetriad to ls10 but the issue was not resolved. The operation time was extended for at least 5 to 10 minutes. The patient had bleeding and was resolved by using bipolar energy. The patient was not taking any medications and blood transfusion was not necessary. The patient is doing good.

Event description:
According to the reporter, in the middle of a sleeve gastrectomy, the handpiece had coagulation issue when used on normal sleeve intervention meso vessel. There was activation tone and end tone was heard but there no re-grasp alarm. Jaws were cleaned normally. Generator was changed from forcetriad to ls10 but issue was not resolved. Operation time was extended for at least 5 to 10 minutes. Patient had bleeding and was resolved by using bipolar energy. Patient was not taking any medications and blood transfusion was not necessary. Patient is doing good.

Manufacturer narrative:
Additional information: b5, g3, h6 (fdd). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.